Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had unexplained low blood glucose, which were treated with manual injections. Customer's blood glucose were 29 mg/dl, 38 mg/dl and 40 mg/dl. After troubleshooting, caller was advised to contact healthcare professional regarding low blood glucose.